Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: the facility reporter indicated the event occurred a couple of weeks prior to the date the event was communicated to the manufacturer representative. Therefore, date of (B)(6) 2010 is being used as the best estimate date. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device "did not work", and manual compression was applied to achieve hemostasis. The sales representative inspected the device and indicated that it seemed to him that a suture break had occurred. No adverse patient effect was reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found about 3/8 inches of monofilament exposed at the guide and the needle tip still attached to the rail end. The preformed knot was unraveled and the rest of the monofilament was intact inside the device. The anterior cuff was engaged to anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred and not a suture break as reported. There was no needle strike mark on the foot. During the investigation, the plunger was inserted. The needle trajectory, needle depth and push mandrel travel were acceptable. Because lab testing of the device resulted in acceptable needle trajectory, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality issues detected that could have contributed to the reported complaint. Review of the device history record for this lot did not produce any findings relevant to this report.